Event description:
It was reported that insulin gauge displayed amount different than expected between pump and mobile app, with app showing lower fill estimate than insulin actually in cartridge and caller noticing gap between top of cartridge and insulin level. There was no reported impact to the customer¿s blood glucose level. Customer completed load process, was assisted with filling tubing to push air out of cartridge, was educated to remove gaps and air bubbles and confirm drops at end of tubing when filling, and was informed that small differences between displayed and expected amounts were considered accurate, which customer understood and acknowledged.